Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
The manufacturers¿ representative (rep) reported that he thought the health care professional may have had trouble inserting the lead properly. He was not certain as he was not at the surgery. The product was noted to be defective. There were no patient symptoms reported. Additional information from the rep noted that ¿the product was sent in and evaluated. It was determined that the set screw was loosened too much and was stuck in the header.¿ it remains unclear what this statement was referring to as there was no analysis information regarding this event. No further information was provided about this event. If additional information is received, a follow up report will be sent.